Event description:
A malfunction was reported with a specific error code displayed on the customer's device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the device, after which no further issues occurred. The customer continued to use the pump for insulin therapy.